Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following an implant procedure the patients incision have been having problems of healing and developed wound dehiscence. The physician believed that the device did not caused the patients symptoms. The patient underwent an explant procedure.